Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2010 ; 5076-45 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was turned off. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.